Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy due to oversensing. At the time of the event, the device was programmed to secondary. The patient went to the hospital, and the device was checked, however, the physician decided not to change anything. A few days later, the patient received another inappropriate shock while riding his bicycle. The patient was evaluated again, and the physician decided to turn therapy off as there was oversensing seen in the secondary vector. The physician programmed the device to primary vector as it looked best, and therapy was turned back on. At this time, the electrtode remains in service. No additional adverse patient effects were reported.